Event description:
A report was received that the patient was experiencing pain at the ipg site due to migration. The patient underwent a revision procedure wherein the battery was repositioned. The patient was doing well postoperatively.